Event description:
It was reported the asymptomatic patient presented remotely via merlin.net transmission showing post-paced t-wave oversensing. The patient did not receive inappropriate therapy due to the oversensing, and the patient's implantable cardioverter defibrillator was reprogrammed in the clinic at a later date to address the oversensing. The patient was stable after device reprogramming.